Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a red doctor icon due to high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed the data and recommended follow up with the clinic. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.